Event description:
It was reported that the bd safetyglide¿ needle broke and remained in patient arm after vaccination. The following information was provided by the initial reporter: vaccine injection of hpv 9-valent - 0.5 ml with prefilled syringe and team member added mckesson needle. Metal needle came out of hub and remained in patient arm after vaccine administration and retracting the syringe. Attached needle hub remained on the syringe- only the metal needle remained in the arm. Team member removed needle without incident- no harm to patient and medication was delivered as intended. Reports no retained foreign body. Team member disposed of syringe and the needle that detached in sharps container. No other issues with this lot # have been noted by office.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E4. The initial reporter also notified the FDA via medwatch # mw5117213.

Manufacturer narrative:
H1: type of reportable events: serious injury.

Event description:
It was reported that the bd safetyglide¿ needle broke and remained in patient arm after vaccination. The following information was provided by the initial reporter: vaccine injection of hpv 9-valent - 0.5 ml with prefilled syringe and team member added mckesson needle. Metal needle came out of hub and remained in patient arm after vaccine administration and retracting the syringe. Attached needle hub remained on the syringe- only the metal needle remained in the arm. Team member removed needle without incident- no harm to patient and medication was delivered as intended. Reports no retained foreign body. Team member disposed of syringe and the needle that detached in sharps container. No other issues with this lot # have been noted by office.

Event description:
It was reported that the bd safetyglide¿ needle broke and remained in patient arm after vaccination. The following information was provided by the initial reporter: vaccine injection of hpv 9-valent - 0.5 ml with prefilled syringe and team member added mckesson needle. Metal needle came out of hub and remained in patient arm after vaccine administration and retracting the syringe. Attached needle hub remained on the syringe- only the metal needle remained in the arm. Team member removed needle without incident- no harm to patient and medication was delivered as intended. Reports no retained foreign body. Team member disposed of syringe and the needle that detached in sharps container. No other issues with this lot # have been noted by office.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.